Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The pump under infused intravenous antibiotic ceftriaxone 200ml/hr;100ml. There were also 16 downstream occlusion alarms noted during infusion. The department where the event occurred was the intensive coronary care unit (iccu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR - update the date to 02/25/2025. Additional information: b5, h6 (update codes), h11. B5: the underinfusion was further described as, "pump showed 5 minutes left but bag was almost completely full". H11: a review of the event history log identified a secondary infusion of ceftriaxone a day prior. Additionally, sixteen (16) downstream occlusions were identified during that infusion. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Pump showed 5 minutes left but bag was almost completely full